Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated she was asymptomatic and did not feel weird and did not want to rely on the cgm when it was displaying low. The patient kept monitoring her hands to see if they would start shaking. The patient ate some candy and a high carb dinner but the cgm continued to display low. Afterwards the patient took a bg reading and it was 462 mg/dl. There was no report of any medical intervention having been required. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The cgm was showing low. The patient was feeling dizzy and fatigue. The bg was 462 mg/dl. The patient did not self-treat and waited for her blood sugar to go back to a normal range. At the time of the call the patient felt fine. There was no report of any medical intervention having been required. No additional patient or event information is available. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.